Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and no damage noticed before procedure. The procedure was completed robotically. No injury to the patient was reported.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found error code 30 and replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer was getting a recoverable fault with error 23087 on universal surgical manipulator (usm) 4. The customer stated that when they recovered from the error, it returned. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and found multiple errors 23087 pointing to the usm4 axis 4. The customer disabled the usm 4 and continued with the procedure as planned. The isi tse recommended performing a hard power cycle after the procedure to try and clear the error. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Failure analysis testing was completed on the universal surgical manipulator (usm) that was received. The unit was tested on an in-house system which triggered errors 23087, 23007 and 26005. The unit was also tested on the side cart (psc) fixture test platform (pftp) and failed sine cycle with an error 23087.

Event description:
Refer to h10/h11 for follow-up information.